Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This lead was included in a field action. Based on the information received and without the return of the product, it could not be determined if this lead performed as described in the field action. Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed non-physiologic oversensing; 25 ventricular sensing integrity counts (v-sic) were recorded over a 2 day period. The right ventricular (rv) defibrillation impedance gradually rose from 50 to 99 ohms starting (B)(6) 2015 and peaked at 99 ohms on (B)(6) 2015 and the most recent measurement was 82 ohms. (B)(4).

Event description:
It was reported that the right ventricular lead high voltage impedance had risen and short interval counts were noted. The lead remains in use. No patient complications have been reported as a result of this event.